Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. All companion samples have been sold or distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported an air detected in cassette while in drain 0 of 4. Patient contact stated the blue clamp and catheter clamp is open, pin is not pushed in. Patient contact was instructed to bypass the patient to fill 1. Patient line is blocked alarm occurred. The patient then reported observing solution coming out of the cycler set trigger area. Patient is using an extension that is connected to the stay safe connecter. Patient contact states the connection is secure. Patient contact was advised to notify the clinic. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not have any complications as a result of the alleged leak and that there was no medical intervention. Additional information was solicited.